Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 37-year-old female patient who had essure (batch no. Bs3035(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "there were 1-2 coils seen on the left". The patient's concurrent conditions included carpal tunnel syndrome, umbilical hernia, ovarian cyst, pain in joint involving hand, abdominal pain, constipation and pelvic pain. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, 11 months 24 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced infection ("infections"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with vicodin (lortab) and surgery (underwent partial hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, depression and anxiety had not resolved and the infection, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: essure removal : have you had your essure (or any part of the device) removed? No most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received ¿ new events depression, mental anguish and abdominal pain were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 37-year-old female patient who had essure (batch no. Bs3035(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "there were 1-2 coils seen on the left". The patient's concurrent conditions included carpal tunnel syndrome, umbilical hernia, ovarian cyst, pain in joint involving hand, abdominal pain, constipation and pelvic pain. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced infection ("infections") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, 11 months 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with vicodin (lortab) and surgery (underwent partial hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain, infection, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, infection, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 8-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 37-year-old female patient who had essure (batch no. Bs3035(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "there were 1-2 coils seen on the left" and device monitoring procedure not performed "essure confirmation test- no". The patient's concurrent conditions included carpal tunnel syndrome, umbilical hernia, ovarian cyst, pain in joint involving hand, abdominal pain, constipation and pelvic pain. In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 11 months 24 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced infection ("infections"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with hydrocodone bitartrate;paracetamol (lortab) and surgery (underwent partial hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, depression and anxiety had not resolved and the infection, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: essure removal : have you had your essure (or any part of the device) removed? No. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received. Event essure confirmation test- no added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 37-year-old female patient who had essure (batch no. Bs303s) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included carpal tunnel syndrome, umbilical hernia, ovarian cyst, pain in joint involving hand, abdominal pain, constipation and pelvic pain. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced infection ("infections"). On (B)(6) 2014, 11 months 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and device deployment issue ("there were 1-2 coils seen on the left"). The patient was treated with vicodin (lortab) and surgery (underwent partial hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain, infection, menstrual disorder and device deployment issue outcome was unknown. The reporter considered device deployment issue, dysmenorrhoea, infection, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 24-apr-2018: event "dysmenorrhea" and "there were 1-2 coils seen on the left" were added. Concomitant disease added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 37-year-old female patient who had essure (batch no. Bs3035(inv)/ b53035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no" and device placement issue "there were 1-2 coils seen on the left". The patient's concurrent conditions included carpal tunnel syndrome, umbilical hernia, ovarian cyst, pain in joint involving hand, abdominal pain, constipation and pelvic pain. Concomitant products included meloxicam (mobic), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced infection ("infections"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 11 months 24 days after insertion of essure. In december 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and arthralgia ("joint pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with hydrocodone bitartrate;paracetamol (lortab) and surgery (underwent partial hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, depression and anxiety had not resolved and the infection, menstrual disorder, dysmenorrhoea and arthralgia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, bladder disorder, cystitis, depression, dysmenorrhoea, infection, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure removal : have you had your essure (or any part of the device) removed? No. Patient received treatment for pain. Lot number bs3035 is not valid. Lot number: b53035, manufacture date: 2013-07, expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. New events bladder problems, urinary problems, bladder infections, uti, vaginal infections and vaginal discharge were added. Reporter causality comment was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 37-year-old female patient who had essure (batch no. Bs3035(inv)/ b53035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no" and device placement issue "there were 1-2 coils seen on the left". The patient's concurrent conditions included carpal tunnel syndrome, umbilical hernia, ovarian cyst, pain in joint involving hand, abdominal pain, constipation and pelvic pain. Concomitant products included meloxicam (mobic), nsaids and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient experienced infection ("infections"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 11 months 24 days after insertion of essure. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and arthralgia ("joint pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with hydrocodone bitartrate;paracetamol (lortab) and surgery (underwent partial hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, depression and anxiety had not resolved and the infection, menstrual disorder, dysmenorrhoea, arthralgia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, bladder disorder, cystitis, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure removal : have you had your essure (or any part of the device) removed? No patient received treatment for pain. Lot number bs3035 is not valid. Lot number: b53035 manufacture date: 2013-07 expiration date: 2016-07 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new events added: abnormal bleeding(vaginal), menorrhagia and reporter information were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 37-year-old female patient who had essure (batch no. Bs3035(invalid)/ b53035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no" and device deployment issue "there were 1-2 coils seen on the left". The patient's concurrent conditions included carpal tunnel syndrome, umbilical hernia, ovarian cyst, pain in joint involving hand, abdominal pain, constipation and pelvic pain. Concomitant products included meloxicam (mobic), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced infection ("infections"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 11 months 24 days after insertion of essure. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and arthralgia ("joint pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with hydrocodone bitartrate;paracetamol (lortab) and surgery (underwent partial hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, depression and anxiety had not resolved and the infection, menstrual disorder, dysmenorrhoea and arthralgia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, depression, dysmenorrhoea, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: essure removal : have you had your essure (or any part of the device) removed? No. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received. Lot number added. Event "joint pain" added. Concomitant drugs and onset dates of events were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 37-year-old female patient who had essure (batch no. Bs3035(invalid)/ b53035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no" and device deployment issue "there were 1-2 coils seen on the left". The patient's concurrent conditions included carpal tunnel syndrome, umbilical hernia, ovarian cyst, pain in joint involving hand, abdominal pain, constipation and pelvic pain. Concomitant products included meloxicam (mobic), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced infection ("infections"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 11 months 24 days after insertion of essure. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and arthralgia ("joint pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with hydrocodone bitartrate;paracetamol (lortab) and surgery (underwent partial hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, depression and anxiety had not resolved and the infection, menstrual disorder, dysmenorrhoea and arthralgia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, depression, dysmenorrhoea, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: essure removal : have you had your essure (or any part of the device) removed? No. Lot number bs3035 is invalid. Lot number: b53035 manufacture date: 2013-07 expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent partial hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.